Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The lot number was not provided. Therefore a ship history of previous lots sent to the customer was reviewed. The DHR found no issues. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the patient developed bradycardia and died. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure in previously placed arteriovenous (av) graft of the left arm and left innominate vein. The catheter was setup as per normal procedure then inserted into the patient to declot the av fistula in the arm. After the device was run without complications in that location, the catheter was then advanced into the innominate vein to continue to declot. However, the patient began having bradycardia so the angiojet was stopped and the patient¿s heart rate recovered. After the patient¿s heart rate increased to a level that the physician was comfortable with, angiojet was resumed in the innominate vein. Once again the patient developed bradycardia, so the angiojet was stopped. At this point the patents heart rate did not recover and a code was called. The patient received CPR and standard anesthesia resuscitation protocols, but they were unsuccessful. There were no abnormalities with the performance of the angiojet catheter. The device was run for 300 seconds. Fifty (50) cc of contrast was used for the procedure. No hydration was administered prior to, or after, the procedure. The official cause of death was cardiogenic shock. The physician stated that the cause of death was a possible combination of existing heart problems and bradycardia during the procedure.